Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the power of the device did not turn on due to defective power supply unit which also resulted in the delay of the procedure. Thus, we determined that the phenomenon was not due to a misuse of users. A definitive root cause cannot be determined. Olympus will continue monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center turned off during an unspecified diagnostic procedure, it was impossible to turn the device back on. There was a fifteen minute delay and the procedure was completed with another device. There were no reports of patient harm.